Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer. The p cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer.

Event description:
The customer reported via phone call that the lip ring of the reservoir was cracked. The customer's blood glucose level was 190 mg/dl at the time of the incident. The customer informed that the sensors does not work properly. The customer reported bleed and a bent needle. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.